Event description:
A load of surgical instruments was placed in the 444 washer/disinfector - an odor was noted and residue was later noted on the instruments. After investigation it was eventually noted that a bottle of descaler had mistakenly been placed in the lubricant line instead of a bottle of lubricant. Both bottles are white one-gallon containers with purple labels. Unless the labels are carefully read, the bottles are easily confused. Instruments washed the previous evening may have been used in surgical cases. Pitting of orthopedic instruments with plastic components was noted. Steris contacted to determine any possible effect on instrument use to pts - no determination is available at this time.